Event description:
Note: date of event is unknown. It was reported to boston scientific corporation that during the sling placement procedure, the patient developed a hematoma. As there were three physicians doing three procedures on the patient simultaneously, it is unknown whether the lynx system had anything to do with causing the hematoma at this time. The age and weight of the patient are unknown. Patient's condition was reported as ¿fine¿.

Event description:
Note: date of event is unknown. It was reported to boston scientific corporation that during the sling placement procedure, the patient developed a hematoma,. As there were three physicians doing three procedures on the patient simultaneously, it is unknown whether the lynx system had anything to do with causing the hematoma at this time. The age and weight of the patient are unknown. Patient's condition was reported as ¿fine¿.

Event description:
Note: date of event is unknown. It was reported to boston scientific corporation that during the sling placement procedure the patient developed a hematoma. As there were three physicians doing three procedures on the patient simultaneously, it is unknown whether the lynx system had anything to do with causing the hematoma at this time. The age and weight of the patient are unknown. Patient's condition was reported as fine.

Manufacturer narrative:
The lot number for the lynx system is unknown, therefore the device manufacture date and expiration date cannot be determined. The complainant indicated the device was disposed of and will not be returned for evaluation, therefore a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.

Manufacturer narrative:
Modification to trelex mesh surgical mesh. Lynx system.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4)

Event description:
Note: date of event is unknown. It was reported to boston scientific corporation that during the sling placement procedure, the patient developed a hematoma. As there were three physicians doing three procedures on the patient simultaneously, it is unknown whether the lynx system had anything to do with causing the hematoma at this time. The age and weight of the patient are unknown. Patient's condition was reported as ¿fine¿.